Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had 110 ohms for a bipole. The manufacturer representative (rep) said the right brain, left gpi. Impedance showed electrodes 2<(>&<)>3 having a short circuit. The rep was told that an MRI was not recommended. The MRI was for an unrelated shoulder issue. No symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause was not determined. No actions/interventions taken. They are not resolved and no actions planned. This was confirmed with the physician.